Event description:
It was reported that (1) et45g was used during a lap ventral hernia repair procedure. It was reported by the rep that the surgeon closed instrument and it would not fire. The surgeon fired through lockout and broke the instrument. It is unknown how the case was completed. There was extended operating room time by fifteen minutes.